Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during an endoscopic submucosal dissection procedure performed on (B)(6) 2022. The mucosa on the surface of the tumor was excised to expose the submucosal tumor. The tumor was ligated and then it was excised in full thickness at the distal end of the band. During the procedure, the band would not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the speedband superview super 7 device was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head, handle assembly, and irrigation tube) was analyzed, and a visual evaluation noted that the returned ligator housing had seven bands attached and some are moved and overlapped. The handle slot had marks of the insertion of the trip wire, and the trip wire was cut, possibly during the device removal. The ligator head teeth were found bent/damaged. The suture hole was in good condition, including the returned irrigation tube. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were moved. This suggests that the device could not deploy. These conditions could have been generated due to excess of tension applied when trying to make the deployment of the bands. This situation could have moved the bands from place, which clearly indicated inability of the device to deploy the bands. It is possible that the functionality of the device was affected in some way; perhaps an excess of force, manipulation or the technique used. The most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during an endoscopic submucosal dissection procedure performed on (B)(6) 2022. The mucosa on the surface of the tumor was excised to expose the submucosal tumor. The tumor was ligated and then it was excised in full thickness at the distal end of the band. During the procedure, the band would not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the speedband superview super 7 device was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.